Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
G3, h10. Section h10:  additional information provided confirmed the valve was not explanted. The patient was noted to be doing fine post procedure and recovering in the hospital.

Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation.  Information regarding the disposition of the valve was not provided.  Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci).    There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Per report, the left main obstruction was caused by the left main stent that had become crushed by the non-edwards frame during deployment of the sapien 3 valve.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards affiliate in (B)(6), during a valve in valve (23mm sapien 3 in a non-edwards valve) tavr procedure via subclavian approach, the patient¿s coronary became occluded.  A sternotomy was performed, and the patient underwent a CABG procedure.    During the implant of a 23 mm sapen 3 valve inside of a non-edwards valve by subclavian approach in an emergency, with a coronary stent in the left main for protection. The non-edwards valve embolized into the sinuses and it was decided to use a sapien 3 valve to rescue. The sheath and delivery system were inserted via the previous left subclavian access and the valve was deployed without issue at depth of 70:30 (top 1/3 of sapien frame within previous non-edwards valve). The patient¿s st segments elevated, and the patient complained of chest pain. A root angiogram was performed which showed no pvl, perfect placement of the sapien 3 valve and an occlusion of the left main. The coronary stent ¿become crushed¿ by the non-edwards valve frame during deployment of the sapien 3 valve. The operators were unable to advance a coronary balloon along the wire to dilate the crushed left main stent.  The patient was converted to emergent cardiopulmonary bypass, for CABG of the left main. The bypass was performed successfully, and the patient was noted to be recovering in the hospital.